Manufacturer narrative:
No intervention was required.

Event description:
It was reported that during the implant procedure, the left ventricular lead dissected the coronary sinus. The lead was not implanted. The patient tolerated the procedure well and there were no complications noted.